Manufacturer narrative:
Concomitant devices report: therapy dates: (B)(6) 2017. [Dynamic hip screw] (part #: 280.301, lot #: unknown, quantity: 1) and [dynamic hip plate] (part #: 281.131, lot #: unknown, quantity: 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part #338.31, synthes lot #7525453 release to warehouse date: 21-nov-2013 expiration date: n/a manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the connecting bolt head broke off during a dynamic hip screw (dhs) procedure on (B)(6) 2017. The head broke off as the scrub technician was trying to connect the screw to the plate. There was a one to two minute surgical delay to remove the connecting bolt and proceed with the surgery without using the connecting bolt. All pieces were retrieved. There was no effect on the surgery. The surgery was successfully completed with successful patient outcome. This complaint is for one (1) device concomitant devices report: [dynamic hip screw] (part #: 280.301, lot #: unknown, quantity: 1) and [dynamic hip plate] (part #: 281.131, lot #: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development investigation was performed. The 338.31, lot number 7235453, dhs®/dcs® coupling screw was returned with a broken off threaded distal tip. This complaint is confirmed. Approximately 7.69 mm of the 8mm threaded length tip is broken off. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. The dhs/dcs coupling screw (338.31) is an instrument routinely used during dynamic hip and condylar screw (dhs/dcs) procedures when the one-step technique approach is desired. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A material and hardness is not applicable at this time as the devices went through those tests during the inspection testing at the time on manufacturing and the DHR records showed no issues. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive mechanical loading and/or off-axis force application, possibly bending the shaft/tip of the instrument to the degree of snapping off. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.